Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additional observation(s) related to customer complaint: the instrument was found to have a frayed pitch cable at the proximal clevis hub. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defective was observed on the conductor wire. The surgical staff did not observe evidence of arcing of electrical energy during the surgical procedure. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, 8mm permanent cautery spatula (pcs) instrument conductor wire was found broken. There was no report of patient involvement.